Manufacturer narrative:
The serial number of the cobas 6000 e 601 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t g5 stat results from several patient samples tested on the cobas 6000 e601 module. The reporter provided the following examples of questionable results: the nurse practitioner questioned the initial results prompting the rerun of the patient samples on another e 601 module. Sample 1: the initial result from the module was 21 ng/l. The repeat result from the other module was<6 ng/l. Sample 2: the initial result from the module was 22 ng/l. The repeat result from the other module was <6 ng/l. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer found an obstruction in the tubing. He performed liquid flow cleanings to clear the obstruction. He recalibrated, ran mechanism checks, measuring cell preparations, and precision testing. The investigation determined the service actions resolved the issue.